Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was taken to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of over 600 mg/dl and high ketones. Customer attempted to address the elevated (bg) with manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 24 with no permanent damage. A system check was performed by tandem technical support and the pump is functioning as intended.